Event description:
Exactech complaints received devices via an rg transfer report from and agency indicating the devices were defective/complaint items from rg479524. Not all pieces of the broken devices were returned. No customer or patient impact information was provided. Attempts were made to request additional information from the agency and a response was received to ask who reported the event. There was no reporting representative indicated on the rg. No additional information was provided about these devices.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The devices were available for analysis. Engineering analysis completed by (B)(6) on 12/2/2019. Findings: the broken glenoid skids appear consistent with applying a bending moment during use. The other pieces of the glenoid skids were not returned. Most likely underlying cause: based on previous similar investigations, the broken glenoid skids reported in (B)(4) were likely the result of applying a bending moment to one end of the instrument, which led to fracture of the devices. However, no information regarding their use during surgery was provided. Rmr review: the rmr and racr for this glenoid skid, rmr-00006 rev - and racr-00009 rev -, were reviewed. The risk for the reported failure is not captured for this device. The racr will be updated under dcrsp-19-541 to capture the appropriate risk for this device. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Devices used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event from the agency. Not all pieces of the devices were returned. An investigation was conducted: based on previous similar investigations, the broken glenoid skids reported were likely the result of applying a bending moment to one end of the instrument, which led to fracture of the devices. However, no information regarding their use during surgery was provided.